Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient experienced high blood glucose event (300mg/dl) for more than 24 hours and treated with insulin pump on (B)(6) 2026. No further information available.